Event description:
An article was published titled, " assessment of clinical efficacy and safety of icl implantation in patients with relatively shallow anterior chamber depth in early and midterm postoperative time ". The article presents findings on two cases of excessive vault and two cases of low vault following icl implantation in patient with anterior chamber depth (acd) measuring less than 2.80 mm. According to the study, once case of excessive vault necessitated lens repositioning, while the other required lens replacement. One of the low vault cases required lens replacement, and the other was managed with observation. Per study all cases involving secondary surgical intervention had good outcomes. In the low vault case that was monitored, the vault stabilized without evidence of elevated intraocular pressure or the development of anterior subcapsular cataract. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).